Event description:
It was reported that during an unknown procedure, when entering it, the punch safety is not activated. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "could you please specify how the device was damaged? Was the sleeve damaged? Was the housing damaged? Was there any insufflation issue? Was there any seal damaged? Any visible broken part?". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. D4: batch # a9eh48. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the k11lt device was received with the reset button in disarmed position. In order to evaluate the reported incident, the instrument was functionally tested; when the reset button was pushed to the armed position it was noted that the button did not returned to the unarmed position and the shield remained locked preventing the exposure of the blade. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.